Manufacturer narrative:
Product was returned and evaluated, it was determined that the product had a crack in the base along the shaft.

Event description:
Customer observed the product had a crack before use. (No contact with the patient).